Event description:
A malfunction alarm was reported, but no notable events occurred prior to it. There was no reported impact to the customer¿s blood glucose level. Technical support assisted the customer with resetting the pump's malfunction code, and it did not recur. The customer was advised to continue using the pump and to call back if the issue reoccurs. No additional information regarding the customer¿s outcome was provided.